Event description:
A report was received that a pt was explanted due to an infection at the midline and pocket incisions. The pt experienced swelling, redness, and drainage. The pt was hospitalized and was given IV antibiotics. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility. A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records found them to be satisfactory. This is the final report.